Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by hazy effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient had recovered from peritonitis; further described as, ¿cleared the infection¿. The action taken with pd therapy was not reported. The reporter declined to provide additional information.